Event description:
Foreign affiliate received information from a male pt who experienced ocular pain, blurry vision and "corneal desquamation" after his first use of consept 1 step (hydrogen peroxide system) for his contact lenses. Pt sought treatment from an ophthalmologist, and was treated with bandage contact lens for 4 days, antibiotic for 11 days, anti-inflammatory eye drops and sodium hyaluronate for unspecified time period. Diagnosis provided by attending ophthalmologist is "erosion of anterior epithelium of cornea." Pt outcome listed as "the anterior epithelium of cornea is fully regenerated". Pt has recovered without sequelae. It is the doctor's opinion that the device may have contributed to event. It is not known if pt used product as directed. Complaint unit evaluated and found to be within specification. No further information available or expected.

Manufacturer narrative:
Evaluation summary - complaint unit tested for neutralization and found to be within specification. Unable to provide reason for pt's experience.